Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose levels. The customer¿s blood glucose level 486 mg/dl. The customer did not mention any treatment for high blood glucose event. The customer did not mention any symptom related to high blood glucose level. The customer reported a motor error alarm on the insulin pump. The customer reported that they were able to clear the alarm and rewind the insulin pump. The customer reported that the insulin pump passed the displacement test. The customer stated that the drive support cap appeared to be normal. The customer declined troubleshooting. The insulin pump will be returned for analysis.